Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4 on a patient with multi-segment leaflets, a prolapsed septal leaflet, thin leaflets, and abnormal cardiac size. A triclip steerable guide catheter (tgsc) and a triclip xtw were prepared for use. However, during the insertion clip (50821r1045) into triclip steerable guide catheter(tsgc) (50324r1022), loss of column was observed in clip introducer along with air in hemostasis valve. Therefore, the clip was removed and replaced. A triclip xtw was inserted and deployed on the anterior and septal leaflet. A second clip, a triclip xtw (50916r1124) was then inserted and deployed on the posterior and septal leaflet, reducing tr to a grade of 2-3. On (B)(6) 2026, an echocardiogram was performed and revealed a chordal rupture, and that the second clip (50916r1124) had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. There was no clinically significant delay reported.